Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. The external and internal inspection were performed on the suspect device. Pump module inspection found the instrument to have the manufactured seal broken, there was no sign of conditions that could affect or related to the reported complaint. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Review of the pcu and pump module error log showed no errors were recorded related to the reported event. A review of the pump event log, prior to the reported event date, identified from 12:07 pm to 3:23 pm five (5) infusions were programmed on january 22, 2025: from 2:54 pm pm to 3:23 pm four (4) infusions were programmed and completed at a rate of 116 ml/hr, each with a different vtbi: 10 ml, 8 ml, 5 ml and 29 ml. Alaris system user manual (v 9.33), states within warnings and cautions ¿do not touch the administration set while closing the door¿. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws and replace door assembly. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported under infusion was unable to be identified. Based on the review of the device logs, the programmed infusions were completed on schedule. The error could not be replicated during the laboratory testing. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a230502, a0401, a040502, a1801, g0405206, g04037, c23, c07, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an infusion dsp107 was programmed to infuse over 180 minutes (+/-) 15 minutes). It infused however from 1208-1524; over by 16 minutes, which is over the allotted window by 1 minute. There was patient involvement, however no patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion dsp107 was programmed to infuse over 180 minutes (+/-) 15 minutes). It infused however from 1208-1524; over by 16 minutes, which is over the allotted window by 1 minute. There was patient involvement, however no patient harm. Although requested, no additional information was provided.